Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarm noted.

Manufacturer narrative:
(B)(4). Insulin pump was received with partially broken reservoir tube lip, missing reservoir tube o ring and missing reservoir retainer. The p cap does not lock properly into place. Unable to perform displacement test and reservoir unable to lock into place due to partially broken reservoir tube lip, missing reservoir tube o ring and missing reservoir retainer.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm and critical pump error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.